Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Administration of sterile, cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient effect was observed.

Event description:
On (B)(6) 2021, a quattro catheter (lot # 93953) was placed into the patient's femoral vein for ivtm therapy. The reason for therapeutic ivtm was adrenal hyperplasia (ah-1). The catheter insertion was smooth and was placed in a single attempt. On (B)(6) 2021 (6:47 pm), the user observed an empty saline bag during the maintenance phase, and the thermogard xp ivtm system generated an "air trap" alarm. The user replaced the saline bag, and the ivtm treatment was resumed. On (B)(6) 2021 (4:46 am), the user noticed that the saline bag got emptied again during the normothermia phase, and the thermogard xp ivtm system generated an "air trap" alarm. The user placed the thermogard system in standby mode. The user noticed that the start-up kit (suk) tubing was intact, and the connections were secure. A potential leak from the quattro catheter and approximately 1000 ml of saline infusion was suspected. Per-user, the second saline bag got emptied at the end of the ivtm treatment; therefore, no further therapy was required. The quattro catheter was further used for delivering medication and was removed on (B)(6) 2021. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-00729 for the quattro catheter (lot # 93953).